Manufacturer narrative:
The right side of the exposed soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia.

Event description:
It was reported that the patient's blood glucose level rose to 22.2 mmol/l while wearing the pod between 1 and 4 hours on the arm. Investigation of the pod found a tear in the cannula. The device was originally reported for high blood glucose levels.